Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 200ml. There was no patient injury as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. Despite not having any symptoms or specific medical complaints, the patient became nervous and anxious upon seeing the blood line discarded, and after treatment she asked to be taken to the emergency room. The patient was examined at the ER, and was discharged and returned home that same day. The patient subsequently resumed their scheduled treatments without further problems or interruptions. The complaint device was reportedly discarded and could not be returned to the manufacturer for evaluation.